Event description:
Boston scientific received information that this patients right atrial (ra) lead exhibited a lead safety switch (lss) shortly after a new device was implanted. The patient who has chronic atrial fibrillation, had the programming changed which may alleviate the issues. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.